Event description:
It was reported to boston scientific corporation on august 03, 2021 that a hot axios stent was to be implanted in a transduodenal position to treat an encapsulated necrosis with approximately 70% fluid content during an endoscopic ultrasonographic pancreatic cyst drainage procedure performed on (B)(6) 2021. During the procedure, the stent was unable to be deployed. The stent was removed partially deployed on the delivery system and the procedure was temporarily suspended for about 5 minutes. A different sized axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: it was reported that the axios stent was intended to be placed to treat an encapsulated necrosis (won) with approximately 70% necrotic material. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. This device is not indicated to be placed to treat won with >30% necrotic material.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of hot axios stent partially deployed. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned partially deployed (first flange was visible). The stent deployment hub was received in "2" arrow line position. Visual examination of the returned device found the stent cover with pinholes in the sections where the flanges are located. Functional inspection was performed and the stent was able to fully deploy without problems. No other issues with the stent and delivery system were noted. The reported event of stent partially deployed was confirmed per visual examination. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the axios stent was placed for encapsulated necrosis (won) with approximately 70% necrotic material. The IFU states, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." Additionally, the stent cover was found with pinholes; however, there is not sufficient information about what could be the cause for this failure. Taking all available information into consideration, the investigation concluded that the reported event may have been related to procedural and/or anatomical factors encountered during the procedure. It may be that the patient anatomy and/or how the device was handled or manipulated during the attempted deployment of the stent, limited the performance of the device and contributed to stent partial deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of hot axios stent partially deployed. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned partially deployed. The stent deployment hub was received in "2" arrow line position. Visual examination of the returned device found the stent cover with pinholes in the sections where the flanges are located. Functional inspection was performed and the stent was able to fully deploy without problems. No other issues with the stent and delivery system were noted. Taking all available information into consideration, the investigation concluded that the reported event may have been related to procedural and/or anatomical factors encountered during the procedure. It may be that the patient anatomy and/or how the device was handled or manipulated during the attempted deployment of the stent, limited the performance of the device and contributed to stent partial deployment. Additionally, the stent cover was found with pinholes; however, there is not sufficient information about what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: block b5 and h6 have been corrected.

Event description:
It was reported to boston scientific corporation, that a hot axios stent was to be implanted in a transduodenal position to treat an encapsulated necrosis with approximately 70% necrotic material during an endoscopic ultrasonographic pancreatic cyst drainage procedure performed on (B)(6) 2021. During the procedure, the stent was unable to be deployed. The stent was removed partially deployed on the delivery system and the procedure was temporarily suspended for about 5 minutes. A different sized axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: it was reported that the axios stent was intended to be placed to treat an encapsulated necrosis (won) with approximately 70% necrotic material. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. This device is not indicated to be placed to treat won with >30% necrotic material.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, that a hot axios stent was to be implanted in a transduodenal position to treat an encapsulated necrosis with approximately 70% fluid content during an endoscopic ultrasonographic pancreatic cyst drainage procedure performed on (B)(6) 2021. During the procedure, the stent was unable to be deployed. The stent was removed partially deployed on the delivery system and the procedure was temporarily suspended for about 5 minutes. A different sized axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.